Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the introducer, microcatheter, and pusher for analysis; the implant was detached from the pusher. The microcather was inspected for signs of damage. There were two (2) pinched locations were noted in the microcatheter; one was found 21" from the distal tip, and the second at 3.5" from the distal tip. There was no damage noted to the body of the introducer, and the tip was in good condition. The pusher was noted to be broken near the hypotube/body coil junction on the body coil. Aside from the break at the body coil, the pusher was found to be in good condition. The implant was stretched both proximal and distal of the proximal tie knot location. The distal tip of the implant was noted to be in good condition. There was minimal rebound noted on the monofilament within the pusher. The pusher was reintroduced into the microcather, and was stuck as soon as the pet transition entered the microcatheter hub. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that resistance was encountered during advancement of the coil in the microcatheter. During withdrawal, the coil stretched and detached in the microcatheter. Both segments of the coil were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be good.